Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 44 mg/dl and 65 mg/dl at the time of incident however, treated with food and glucose tablets. It was also reported that the drive support cap was normal. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer was alleging that the insulin pump over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, (B)(4).